Manufacturer narrative:
The reported issue (it was reported that urine leakage was found from the shaft of the catheter on 4th day of use) was confirmed, as a manufacturing related issue. During visual evaluation, a cut below the bifurcation area on the drainage lumen was observed. The cut from the bifurcation area on the drainage lumen measured 0.5¿. Per functional evaluation water was injected by drainage lumen and leakage was noted by the cut below the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that urine leakage was found from the shaft of the catheter on 4th day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found from the shaft of the catheter on 4th day of use.